Event description:
A representative later reported that the neurosurgeon had suspected a fractured catheter. The spinal portion of the catheter was replaced, but there was not any specific on the old catheter that the physician identified as being fractured. The patient was programmed in the post-anesthesia care unit by the physician after the case was completed. They were not notified if the patient had experienced any additional symptoms since the catheter was replaced.

Event description:
It was reported the patient had signs of withdrawal within the past seven days. A catheter revision was performed today, and the entire catheter was replaced. The logs were read and were normal. The expected and actual volumes at refill had been accurate, so they did not feel anything was wrong with the pump. Neither a dye study nor a roller study was performed. A microfracture was suspected, and the catheter reportedly had a micro-tear. The medication infused was gablofen.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).